Manufacturer narrative:
Initial reporter address: no.1 jianshe dong lu, erqi district. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle cannula of the trapezoid rx was broken. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.